Event description:
Further information indicates that the pain at the ipg site is now resolved.

Manufacturer narrative:
Recall continued: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site as well as difficulty charging due to the ipg location. As a result, surgical intervention was undertaken on (B)(6) 2018 where the physician replaced the ipg and relocated the new device to the abdomen. Therapy was restored postoperatively.